Manufacturer narrative:
Reliability analysis unit primed properly. Unit alarmed motor error during basic occlusion test due to faulty back pressure sensor.

Event description:
The customer reported via phone call that the insulin pump was stuck in the manual priming stage. Blood glucose level at the time of the incident was not provided. The customer performed a complete set change, but the issue persisted. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.